Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that he was receiving an error message on his vns therapy programming handheld while attempting to interrogate a pulse generator that stated "error executing sql." Troubleshooting did not resolve the issue, and the software was subsequently returned to manufacturer for product analysis. An analysis was performed on the flashcard and the reported complaint was verified. The cause for the reported complaint was found to be associated with a corrupt cyberonicsbu.cdb database. The analysis could not determine a root cause for the database corruption based on the returned flashcard. Once the corrupt database was removed, no anomalies associated with the software were observed during testing.